Event description:
It was reported that during npwt utilizing a renasys touch started on (B)(6), air leak alarm occurred on (B)(6). The whole system was checked; however, it was unable to determine the problem. The treatment was discontinued. The patient's treatment status is being confirmed.

Manufacturer narrative:
The device used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. The visual inspection found: no fault found the functional evaluation found: no fault found. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution. Review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: no fault found viscous, purulent or serosanguinous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. Ensure the wound dressing is free of air leaks, fully compressed and firm to the touch whenever therapy is activ. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.